Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection identified the fiber was received in two pieces. There was a break along the fiber body with burn marks on the fiber jacket. Microscopic inspection of the fiber tip found it had degraded. The connector was in good condition. Light was able to pass through the connector face. Functional testing found the aiming beam was bright and distorted from the break location. The fiber had been used for 1 treatment. It is probable that procedural handling of the fiber during set-up and use may have contributed to the fiber break. The instructions for use (IFU) state to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Event description:
The fiber was returned for analysis without any information. Analysis of the returned fiber identified a break in the fiber body with burn marks on the fiber jacket.